Manufacturer narrative:
The customer ran precision studies using patient material and the results were not acceptable. The field service engineer determined that a valve was defective. Valves were replaced and the high voltage was checked. Performance testing was run and this was ok. There were no alarms on the last calibration performed on (B)(6) 2019. Calibration signals were slightly higher than the expected mean. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The investigation determined the issue was resolved by the service actions.

Event description:
Between (B)(6) 2019, the initial reporter had ongoing issues with control recovery for multiple assays on the cobas e 411 immunoassay analyzer. During the time of these issues, the reporter stated that they received a discrepant result for one patient sample tested with the elecsys vitamin d total gen. 2 assay. The patient sample initially resulted with a vitamin d value of > 100 ng/ml accompanied by a data flag and this value was reported outside of the laboratory. The physician did not believe the result, so a new sample was collected from the patient and tested at another site, resulting with a value of 27 ng/ml. The original sample had been frozen, so it was thawed and repeated on (B)(6) 2019, resulting with a vitamin d value of 25.7 ng/ml. This repeat result was believed to be correct. No adverse events were alleged to have occurred with the patient. The vitamin d reagent lot number was 39191600, with an expiration date of 30-nov-2019.